Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2019, wherein the ipg was not put into surgery mode causing the ipg not to connect to the patient controller. Troubleshooting was performed, wherein the patient ipg was recovered which resolved the issue. Effective therapy restored to the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.